Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use an 840 ventilator became inoperative. The patient was transferred to another ventilator. The patient was not harmed or injured as a result of the reported event. Covidien was not authorized to service the device.